Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; inratio: 1.7; lab: 2.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.7; reference: 2.4; mean: 2.05; confidence limits: 1.3-2.7. Confidence limits were derived from mean calculation of comparison test data. Both inratio and reference values are within the limits. The results are not considered discrepant within the context of the documented variability for inr testing. As of (B) (6) 2010, twenty-two discrepant result complaints were reported for lot #216969 yielding a complaint rate of 0.006%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.